Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported biohazard material leaked on to a table during use with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter, translated from (B)(6) to english: the instrument is leaking on the right side, leaking on the table, it is not clear what water is leaking, it is not in direct contact, and it does not cause any physical safety hazard to the personnel on site. There was no spray of fluid under pressure clinically, patient specimens affect patient treatment. Additionally, on 2020-7-8 the bd complaint lead provided the following additional information: customer reported there was leakage on the right side of instrument. The description as below: was the leak fluid or air? Fluid. Was the leak contained within the instrument? No, the leak was not contained within the instrument, only flowed onto the table. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown, customer not clear what was the fluid. There was a leak of unknown fluid before the waste line. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Not clear what the leak was, so the customer mixed bleach to clean the leak for safety. Was the customer/bd personnel physically in contact with the fluid? No direct contact, no harmed /injured. Was there any impact to patient samples due to leak? Customer retesting and the report was delayed, but no impact of treatment. At 09:52 pm on (B)(6) 2020. The complaint coordinator called back customer to ask what treatment that impacted patient, because complaint coordinator found that there were lack of information in previous description, they try to collect accurate information . The description as below: are there erroneous results on patient samples for diagnostic test? Customer said: no. Customer did one more test of the patient sample using other instrument(the instrument was replaced because it was leak). That results delay of diagnose, but no impact of treatment. (The customer thought results delay is kind of impact to treatment. It is a misunderstanding of the questions we ask) was there any delay of treatment due to the issue? Yes, customer retesting and the report was delayed, but no impact of treatment. If patient samples were redrawn, was there any change or delay of treatment? ¿no redrawn. Was there any physical harm/injury to the patient due to the issue? ¿no harm / injury. Was there an incorrect result on the sample the first time it was run on the instrument?no. Was the leak source from a place where it was not yet mixed with a decontaminate? Not clear what the leak was, so the customer mixed bleach to clean the leak for safety." Additionally, on 2020-7-16 the fse provided the following additional information: confirmed with customer, yes, the leaked sample was patient sample. And after found the instrument leakage, change another normal instrument for testing. There was no delay in treatment. There was no physical harm to the patient. Confirmed with the customer that the failure of the equipment led to a prolonged diagnosis time. The customer has replaced other equipment for testing, which has not affected the treatment time of the patient.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# (B)(4) was sent in error. Additional information received is that the leakage was non-biohazard not under pressure which is not considered to be a reportable malfunction.

Event description:
It was reported biohazard material leaked on to a table during use with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter, translated from chinese to english: the instrument is leaking on the right side, leaking on the table, it is not clear what water is leaking, it is not in direct contact, and it does not cause any physical safety hazard to the personnel on site. There was no spray of fluid under pressure clinically, patient specimens affect patient treatment. Additionally, on 2020-7-8 the bd complaint lead provided the following additional information: customer reported there was leakage on the right side of instrument. The description as below: 1. Was the leak fluid or air? --fluid. 2. Was the leak contained within the instrument? ¿no, the leak was not contained within the instrument , only flowed onto the table. 3. Was there spray of fluid under pressure? ¿no. 4. What was the fluid that leaked? ¿unknown, customer not clear what was the fluid. There was a leak of unknown fluid before the waste line. 5. Did biohazard leak before or after waste line? --before waste line. 6. Was the waste mixed with decontamination or bleach? --no. Not clear what the leak was, so the customer mixed bleach to clean the leak for safety. 7. Was the customer/bd personnel physically in contact with the fluid? --no direct contact, no harmed /injured. 8. Was there any impact to patient samples due to leak? --customer retesting and the report was delayed, but no impact of treatment. 2. At 09:52 pm on 8th july 2020. The complaint coordinator called back customer to ask what treatment that impacted patient, because complaint coordinator found that there were lack of information in previous description, they try to collect accurate information . The description as below: 1. Are there erroneous results on patient samples for diagnostic test? ¿ customer said: no. Customer did one more test of the patient sample using other instrument(the instrument was replaced because it was leak). That results delay of diagnose, but no impact of treatment. (The customer thought results delay is kind of impact to treatment. It is a misunderstanding of the questions we ask). 2. Was there any delay of treatment due to the issue? ¿yes, customer retesting and the report was delayed, but no impact of treatment. 3. If patient samples were redrawn, was there any change or delay of treatment? ¿no redrawn. 4. Was there any physical harm/injury to the patient due to the issue? ¿no harm / injury. Was there an incorrect result on the sample the first time it was run on the instrument?¿no. Was the leak source from a place where it was not yet mixed with a decontaminate? -- not clear what the leak was, so the customer mixed bleach to clean the leak for safety.". Additionally, on 2020-7-16 the fse provided the following additional information: confirmed with customer, yes, the leaked sample was patient sample. And after found the instrument leakage, change another normal instrument for testing. There was no delay in treatment. There was no physical harm to the patient. Confirmed with the customer that the failure of the equipment led to a prolonged diagnosis time. The customer has replaced other equipment for testing, which has not affected the treatment time of the patient.